Event description:
It was reported that the patient originally had great coverage. However, the patient¿s dogs ran into him and knocked him down, pulling the leads down from the original position t5-t7 to the lumbar region and around his implantable neurostimulator (ins). The stimulation reportedly stopped. After ¿some time,¿ the stimulation was turned back on and stimulation was felt in the kidney and by the ins site only. Impedance testing, x-rays, and reprogramming were performed. Additional information received reported that the revision occurred on (B)(6) 2015. The leads were retunneled back up to t5-t6 and the impedances were normal. The patient received great coverage when the device was reprogrammed afterward.

Manufacturer narrative:
Product ID 977a275, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).